Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the antenna's paddle overheats and does not find ins. The patient was unable to recharge himself. It was noted that the patient was with their health care provider (hcp) on the day of this report. Additional information was received reported two days later that the patient controller could not find the ins, screen 12. Advised patient to remove the battery and reinsert it, to move the antenna closer to the implant, and to try again. The patient said that screen 12 always appears and every time he tries to click on try again, same message reappears. After several attempts issue was not resolved and advice patient to go to hcp. A new recharger was requested. Patient has been notified that they should call back if replacement of their product does not resolve the issue.